Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose of 250 mg/dl. The customer stated she had a sinus infection, and was treated with antibiotics and steroids. The customer's blood glucose levels elevated, and treated with an injection, but that did not help, and she decided to go to the hospital. The customer experienced shortness of breath, heart palpitations and nausea. The customer also reported button error and failed battery test alarms. Troubleshooting was performed. The customer stated that she was not pressing any buttons for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.